Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implant date: (B)(6) 2021; 5071-35 lead, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing  false termination of ongoing arrhythmia episode on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.